Event description:
It was reported an inappropriate shock was delivered due to far p-wave oversensing on right ventricular (rv) lead. Diagnostic imaging was performed, and lead dislodgement was confirmed. The physician elected to explant and replace the rv lead. The patient condition was stable.